Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and multiple insulin pump error alarms. The customer¿s blood glucose level was unknown at the time of the incident. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewound. Customer stated that they received unexpected restart alarm after inserting new battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.